Event description:
Follow up information identified the issue has been resolved as the area over the burr hole cover is healed. The healthcare team beleives the patient had an allergic reaction from facial cream and make-up. In addition, the patient has been diagnosed with seborrhea of the scalp and she has been prescribed hydrocortisone cream.

Event description:
Follow up information (sweden)identified device information and concomitant devices (implant date unknown).

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient underwent surgical intervention in (B)(6) 2017 where an infinity dbs ipg was implanted. A few weeks after the device was implanted the patient experienced itching around the burr hole. Scar. The itching spread over the face and head and down to the neck and chest. In addition, the eyes have been itching and are irritated. Per the dermatologist, the itching is mild. The patient has been placed on a new treatment (unknown) and will follow up with the physician in 4 weeks. Con device: dbs ipg (B)(6) 2017.